Event description:
Pt being prepped for cardioversion using MFR's cardioverter. Pt received accidental discharge of 200 joules prior to being anesthetized, due to accidental activation of unit by technician. Device had been inspected for normal pm characteristics in 10/95, with no other previous history of repairs. No other medical intervention necessary and pt recovered.